Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(4) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.